Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained fentanyl and bupivacaine both at a dose of 1700 (measurement unknown) and a concentration of 4000 (measurement unknown). It was reported a motor stall was seen at initial interrogation; the patient had not recently had a magnetic resonance imaging (MRI) exam. The representative stated on (B)(6) 2016 the patient had a motor stall to the pump that had not recovered. There was no electromagnetic interference (emi) or magnetic interaction with the pump. Since that time, a low reservoir alarm on (B)(6) 2016 and empty reservoir alarm on (B)(6) 2016 occurred. The representative was wondering if there was still drug in the catheter, which there was. A stopped pump period may exceed tube set occurred as well. The patient was having the pump replaced the day of the report. No patient symptoms were reported. The representative called back to discuss if in the event that the catheter was found not to be patent what would be the ramifications of no drug. On (B)(6) 2016, the health care provider (hcp) chose to use a catheter access port kit to access the cap to determine if the catheter was patent. He was unable to aspirate any fluid from the catheter. He made the decision to cancel the pump replacement and reschedule when authorization form workman's compensation for a catheter and pump replacement was received. On (B)(6) 2016, the representative found out the patient was scheduled for a catheter and pump replacement on (B)(6) 2016.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID : 8709, lot# l78688, implanted: (B)(6) 2000, product type: catheter. Device code (B)(4) no longer applies to pump; and instead, applies only to the catheter.

Event description:
Additional information received from the manufacturer representative reported the patient initially reported the event to the representative on the day the patient was scheduled for pump replacement on (B)(6) 2016. The hcp, before taking the patient into the operating room (or) to replace the pump, attempted to aspirate the catheter. The catheter could not be aspirated. The pump replacement was cancelled and prior "auth" for pump and catheter replacement was submitted on (B)(6) 2016. On (B)(6) 2016, the patient had the pump and catheter replaced. Another manufacturer representative was present at replacement surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.